Manufacturer narrative:
(B)(4).

Event description:
(Os 18.955). The dentist reported the non osseointegration of one dental implant cm titamax ex implant 4.05x9 mm. Patient presented bone type iii and had infection. No further information was given.